Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was loosely folded. The hypotube shaft was completely separated 77cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 4.00mm nc quantum apex balloon catheter was selected for use and advanced for dilation. However, while attempt was made to reposition the balloon back, the physician noted that the balloon was not moving back. The balloon was never inflated. The physician managed to get the balloon catheter pulled back enough to position into the guide catheter. Eventually, the balloon catheter, the guide catheter and the wire were removed together and the balloon catheter was noted to have separated. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 4.00mm nc quantum apex balloon catheter was selected for use and advanced for dilation. However, while attempt was made to reposition the balloon back, the physician noted that the balloon was not moving back. The balloon was never inflated. The physician managed to get the balloon catheter pulled back enough to position into the guide catheter. Eventually, the balloon catheter, the guide catheter and the wire were removed together and the balloon catheter was noted to have separated. No patient complications were reported.